Event description:
It was reported that a stent dislodged occurred. A 28 x 2.75 promus premier drug-eluting stent (des) was selected for percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. When the physician attempted to advance the catheter over the wire, the edge of the stent appeared to detach from the balloon, resulting in a partial detachment. However, there was no difficulty advancing the device over the wire. The device was never introduced to patient. The procedure was successfully completed with another promus stent. There was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: the promus premier stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 63.2cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. Microscopic inspection revealed no signs of damage, stretching, or lifting of the stent struts. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The outer diameter (od) of the crimped stent was measured by snap gauge and the result was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a stent dislodged occurred. A 28 x 2.75 promus premier drug-eluting stent (des) was selected for percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. When the physician attempted to advance the catheter over the wire, the edge of the stent appeared to detach from the balloon, resulting in a partial detachment. However, there was no difficulty advancing the device over the wire. The device was never introduced to patient. The procedure was successfully completed with another promus stent. There was no patient complication reported.